Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow-up, interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD) a da error was observed. Device data was submitted to technical services for review. Technical services discussed the da error occurred on (B)(6) 2015 and indicated a temporary, self-correcting memory corruption. There was no impact to device therapy. No adverse patient effects were reported.